Event description:
During an iliac stenting procedure, the stent was placed more distal than intended. Therefore, an additional stent (detail unknown) was placed to cover the whole target lesion. The procedure was completed without patient injury. The target vessel was mildly calcified and moderately tortuous. Rate of stenosis was 95%. The patient was male, (B)(6). Nothing unusual was noted about the stent delivery system prior to use, and no difficulty was encountered while advancing/tracking or crossing the sds to the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment, and the handle of the smart control sds was held flat and straight outside the patient. It is unknown if any unusual force was applied during deployment of the stent or at any other time during the procedure. The stent was fully expanded with good wall apposition.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the review of lot 15083579 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.